Event description:
It has been reported to philips that the wireless footswitch was not charging and the wi-fi indicator was flashing red. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the information collected, the battery led indicator was rapidly flashing red, indicating that the wireless footswitch does not have enough charge to establish a wireless connection. The most probable cause is a power issue. There are currently no wireless footswitches available for replacement. The customer is using the wired footswitch. Philips has initiated a field safety corrective action related to a connection failure of the wireless footswitch. At the time this complaint was received, philips did not have enough information to exclude a connection failure and as such the complaint was reported. Based on the investigation's results, philips concludes that the complaint is not reportable. Philips concluded that the charger was defective. Philips assessed this complaint as not reportable because the wireless footswitch will provide a visual indication of the charge level so that the user will know about the charge level prior to use. The instructions for use include indications to check that the wireless foot switch functions with the system and specifically to ensure that the wireless footswitch has sufficient charge. It also describes the battery indictors and what to do in case the battery is depleted.